Manufacturer narrative:
This complaint is still considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 5/18/16 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: 6/9/2016.

Manufacturer narrative:
Patient was revised to address pain and high incidence of metal ions in her blood stemming from the modular metal on metal construct in her left hip. The metal head and metal liner were exchange for a ceramic on ceramic construct.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the provided product/lot code combinations. Per procedure, these product codes are exempt from DHR review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/21/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated meta ion levels (no labs). The stem is now being added to the complaint. The complaint was updated on:8/18/2015.

Event description:
Patient was revised to address pain and high incidence of metal ions in her blood stemming from the modular metal on metal construct in her left hip. The metal head and metal liner were exchange for a ceramic on ceramic construct.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.